Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender sheath, guidewire and dilator were received for product evaluation. Visual inspection of the dilator and sheath revealed damage along the sheath; there was no damage seen on the dilator. Microscopy confirmed that the sheath was damaged; large creases and multiple kinks were observed along the sheath. The dilator tip and guidewire end welds were observed under microscope and no damage was seen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved glide sheath slender was used during a cardiac catheterization. After the sheath was inserting into the right radial artery the doctor had difficulty advancing diagnostic catheter. The wire was able to be advanced without difficulty. The case was able to be completed without patient issue or complication. The doctor was careful advancing all diagnostic catheters. After the case was complete, the sheath was removed and inspected. On one side of the sheath in two areas there were two creases noted. Additional information was received on 06sep2019. The patient's condition was reported to be stable.